Event description:
Philips received a complaint by the customer on the v60 indicating that the device powered on and found that the power button was sticking and it needed a new overlay. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Resolution and disposition are pending - investigation is ongoing.

Manufacturer narrative:
The customer replaced the power switch overlay to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.